Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Customer received instructions to reset the pump and successfully completed the reset without recurrence of the malfunction code. Customer was advised to continue using the pump and to contact support if the issue reoccurred.